Manufacturer narrative:
H3: investigation results - the revision reported may have been the result of wear of the tibial insert and patella, osteolysis, and/or an insufficient bone between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening after being implanted for approximately 9.3 years. However, this cannot be confirmed as the devices were not returned to exactech for evaluation and no images or radiographs were provided.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2013. Approximately 9 years and 4 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022. Diagnosis: periprosthetic osteolysis of internal prosthetic right knee joint there was significant effusion and synovitis. No purulence. There was delamination of the polyethylene and evidence of prosthesis loosening of the femoral component. The polyethylene was removed. There was no cement on the backside of the femoral component. Patient tolerated the procedure well and was transferred to the recovery room in stable condition. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of (B)(6). Per the transfer order creating this multidistrict litigation, ¿plaintiffs allege that their knee or hip replacement devices failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
Pending investigation.